Manufacturer narrative:
Concomitant medical products: model: d153, competitor ICD; implanted: (B)(6) 2015.

Event description:
It was reported that a patient currently enrolled in the (B)(6) presented when their competitor implantable cardioverter defibrillator (ICD) sounded an audible alert. An interrogation showed the right ventricular (rv) lead exhibited an elevated/rising rv pacing impedance which was unable to be reproduced with in-office testing, and was believed to be an errant measurement. At a later date, the device triggered an alert again for rv pacing impedance out of range, high. A lead fracture is suspected. The rv lead was extracted and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.